Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4, h6: manufacturing location: supplier- (b(4) / monument. Manufacturing date: 04-apr-2022. Part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining. Lot number: 460p792 (non-sterile). One piece was scrapped in cell at op #70, incoming inspection ii, for an unacceptable surface finish-dings/scratches. Four pieces were scrapped in cell at op #100, flow inspect/pack, for a discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, ns068610 rev g met all inspection acceptance criteria apart from the five parts noted. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from (B)(4) for op # 10 (vendor machine) dated 12-jan-2022 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at 58.02. Inspection certificate supplied to (B)(4) from (B)(4) (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by (B)(4) for op # 60 (tin coat) dated 22-feb-2022 was reviewed and determined to be conforming. Certificate of compliance supplied by (B)(4) for op #80 (colorize) dated 30-mar-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that the screwdriver broke during the procedure, and the toothed screwdriver passed, but the tip was slightly worn. It did not affect the patient because it was already finished. This report is for one (1)sd screwdriver sft t4/42/self-retaining. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.